Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7F sheath hole prior to a diagnostic procedure. Reportedly, when pulling the plunger of the ProStyle device, the suture did not come out. The sutures of two new ProStyle devices were successfully pre-placed. The sheath was upsized to 14F and the diagnostic procedure was completed. Hemostasis was achieved with the pre-placed ProStyle sutures. The sutures of two other ProStyle devices were used successfully to achieve hemostasis at a different access site. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Device analysis noted a posterior foot break was found during evaluation of the returned device. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported needle to cuff miss was confirmed and a foot separation was observed. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely needle defection occurred during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulting in the reported needle to cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.